Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) helium tank fitting was wrong. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) helium tank fitting was wrong. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d15, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.